Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. The insulin pump also had a crack on the liquid crystal display window corners.

Event description:
The customer reported a motor error alarm after the insulin pump was exposed to an MRI scan. Troubleshooting was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.